Event description:
It was reported that during advancement in the sheath, the catheter tip broke off. This was noticed during stent deployment. There was no report of injury to the pt. Additional event info has been requested.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device PMA #p070014, currently distributed in the u.s. The review of the mfg records showed that no remarkable incidents occurred. The sample was returned to the mfg site and the eval is currently underway.